Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment, procedure was got delayed and completed as planned. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not moving. Troubleshooting actions showed a problem with the c-arc bodyguard interface box and power supply and body interface board. The fse replaced the parts and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system lost geometry. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not moving. Troubleshooting actions showed a problem with the c-arc bodyguard interface box and power supply and body interface board. The fse replaced the parts and returned the system to use in good working order.